Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. Upon review of transmission, it was found that the right ventricular (rv) lead exhibited pacing inhibition due to noise over-sensing. Patient was then instructed to admit to the emergency room and programming changes were made. The rv lead was capped and replaced on (B)(6) 2022. Patient condition was stable during and post procedure.